Event description:
It was reported that when the device is utilized to administer a tpn solution over 24 hours it appears to complete early. It was reported that the device is programmed at 63 ml/hr to administer 1512 ml of tpn over 24 hours. Reportedly when the pump registers approx. 100 ml yet to infuse the IV container is empty. No pt injury was resulted.

Manufacturer narrative:
Section f completed by the MFR based on info received from the reporter. The infusion pump was not returned to baxter healthcare for evaluation.